Event description:
It was reported that the continuous cardiac output (cco)and continuous cardiac index (cci) values were low. There was no problem with the bolus measurement. It was stated that the cci value was lower than assumed, and a bolus measurement was performed and the value seemed fine. The catheter had been used in a cardiac surgery. It was further reported that during the cardiopulmonary bypass, air leaked into a blood removal tube and it turned out that the superior vena cava had been torn off. The superior vena cava was immediately clamped, but the catheter was still indwelled and was clamped together. It might have been the cause of the problem. It was reported that the clinician could obtain the cco/cci values, but the values were totally low. It was stated that the customer did not recall the values compared to before and after the clamping of the superior vena cava. It was further indicated that the patient was returned to the ward and there was no problem with the patient's condition. Another catheter was not inserted.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a pulmonary stent procedure for a stricture in the trachea performed on (B)(6), 2010. According to the complainant, the stent was being placed in the trachea for a stricture of unknown size, but reported as "nothing unusual". There was no dilation of the area prior to the procedure. After the stent was deployed by approximately one-third, the deployment suture broke. The stent and delivery system were removed from the patient, and the procedure was completed with another ultraflex stent. The complainant stated that the physician has used this stent many times before. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable", and that he recovered uneventfully.

Manufacturer narrative:
Examination revealed that the balloon inflated but would not maintain inflation due to leakage from inside the backform. Leak testing showed an interlumen leakage inside the backform between inflation and optics lumens. Further examination revealed that the interlumen leakage may be due to incomplete formation of the catheter body material in the backform. All through lumens were patent. There were no visible inconsistencies observed on eeprom data. There were no visible inconsistencies noted inside both the thermistor and thermal filament connectors. This event was determined to be reportable following edwards's standard procedures due to the inaccurate values that were reported. A device history record review was not completed as the lot number was not provided.